Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that while in a spinal fusion procedure, the tube and detector did not rotate when the imaging system's door was closed to complete the door close cycle. They said that after they released the 3d x-ray button on the hand switch and pressed it again, the tube and detector fully rotated and system worked as it should. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation suspected that the motion control box caused the reported event, however, replacement of the part did not resolve the issue. Although part replacement did not fully resolve the issue, a known workaround has been communicated to the site (releasing and re-pressing the motion control button on hand-switch) and it has been successfully used to avoid running into this problem in the future. No further issues were reported. Analysis of the returned motion control box could not confirm any failure as it operated normally without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the tube and detector did not rotate when the imaging system's door was closed to complete the door close cycle. They said that after they released the 3d x-ray button on the hand switch and pressed it again, the tube and detector fully rotated and system worked as it should. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.